Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. After removing the was and wds the physician noted a femoral vein perforation. The physician placed a stent in the femoral vein to help treat this event. The patient remains hospitalized for this event. There were no other complications that were reported to have occurred.